Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump is not working well". Upon follow up, the customer reported the pump as since been replaced and declined to provide additional information.